Manufacturer narrative:
Block b3: approximated based on the provided event date (june 2025) in the medwatch form. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. The specific date is unknown. During the procedure, the balloon was dilated to 18 mm without any difficulty with deflating. Staff began inflating the balloon to 20 mm. Unfortunately, the balloon was unable to deflate with the total amount of water in the balloon in order to be removed from the scope. Staff re-inflated the balloon again and tried to deflate it again without success. Staff removed the syringe from the device and manually tried to deflate the balloon with success and was able to remove the balloon from the scope. It was reported that the tip of the balloon that was giving difficulty, not deflating to get out of the scope. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the provided event date (june 2025) in the medwatch form. Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. The specific date is unknown. During the procedure, the balloon was dilated to 18 mm without any difficulty with deflating. Staff began inflating the balloon to 20 mm. Unfortunately, the balloon was unable to deflate with the total amount of water in the balloon in order to be removed from the scope. Staff re-inflated the balloon again and tried to deflate it again without success. Staff removed the syringe from the device and manually tried to deflate the balloon with success and was able to remove the balloon from the scope. It was reported that the tip of the balloon that was giving difficulty, not deflating to get out of the scope. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Additional information received on august 12, 2025. The anatomy location is the upper gi tract. The procedure was completed using the original device.